Event description:
Device implanted on 7/25/96 and predischarge was on 7/29/96. During predischarge, inappropriate noise events were detected during the redection of the arrhythmia. The stored electrogram showed 2 of the 4 noise intervals found in the interval table. This is a custom device.